Event description:
The divisional manager for ethicon reported that during a gynecological procedure, the surgeon sounded the uterus and then inserted the device. When a positive pressure reading could not be maintained with device, the surgeon removed it from the uterus. He then noted that the patient's uterus had been perforated. The procedure was terminated and the patient is recovering with no further consequences.